Manufacturer narrative:
Method - a review of the mfg records has been conducted. Results - the mfg records review verified that this lot met all pre-release specifications.

Event description:
In 2007, the pt was implanted with gore excluder aaa endoprostheses. At about two months later, the pt underwent an additional procedure to implant an aortic extender. Further investigation is being conducted.